Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for a thoracic descending aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). The patient¿s pre-operative medical history included total arch replacement and frozen elephant trunk technique. The patient tolerated the initial procedure. On an unknown date, a follow-up examination showed a type ii endoleak and aneurysm enlargement. On an unknown date (before (B)(6) 2022) aneurysmorrhaphy and vascular ligation were performed to treat the type ii endoleak. On (B)(6) 2022, an additional ctag ac was implanted distal to the previous ctag ac. This procedure was performed to extend the distal landing zone as it was shortened due to the aneurysmorrhaphy. The patient tolerated the reintervention.

Manufacturer narrative:
The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.